Event description:
This css console was not on a pt. Customer reported that during routine console checkout, the css console computer and alarm panel shut down when the css console was disconnected from wall power. When the css console was reconnected to main power, the alarm panel and computer operated as intended. This alleged failure model does not pose a risk to a pt because it occurred during routine console checkout and was not on a pt. In addition, the function of the primary power system was not affected, and it does not negate the ability of the css console to continue to perform its life-sustaining functions.

Manufacturer narrative:
The css console was returned to syncardia for evaluation, and the results of the evaluation are set forth in the failure investigation report. Inspection of the console's backup power system revealed corrosion on the negative terminals of the 2 12v 24ah batteries. All lead-acid batteries typically emit small amounts of hydrogen gas through the battery vents. This occurs most often during the charge cycle, but may also occur at high temperatures. The escaping hydrogen gas and lead sulfate form a crystallized sulfuric acid which collects on the battery terminals. The cooper wire, lead terminal and steel hardware also combine to cause dissimilar metal corrosion at the terminal. High humidity, storage of the batteries in a discharged state, prolonged storage and infrequent recharge cycles all contribute to the corrosion typically seen on battery terminals. The batteries provide direct current to the back up power supply, which inverts the 24v dc from the batteries and turns it into 120v ac. Without proper voltage provided by the batteries, the backup power supply cannot produce 120v ac, which both the computer and alarm panel need to operate. The batteries from this console exhibited an atypical amount of corrosion, likely caused by improper storage conditions, infrequent recharging and/or prolonged storage in a discharged state. The css controllers were still fully functional because they have their own independent backup batteries. The console batteries were replaced, and the css console successfully passed the console test validation protocol. This alleged failure mode does not pose a risk to a pt because it occurred during routine console checkout and was not on a pt. In addition, the function of the primary power system was not affected, and it does not negate the ability of the css console to continue to perform its life-sustaining functions. Syncardia has completed its evaluation of this complaint and is closing this file.